Event description:
It was reported that an ems was used during an unknown procedure. It was reported by the affiliate that the staples malformed. A new instrument was used to complete the case. There was no consequence to the patient.